Event description:
A complaint regarding a scan of hi ( greater than 27.7 mmol/l) while wearing the adc device. Reportedly on (B)(6) 2022, the customer "sprayed" and then experienced feeling unwell, and experienced symptoms of hypoglycemia with cold sweats, "visibility problems", and a seizure. Emergency services arrived and a glucose test of 2.1 mmol/l was obtained on the healthcare professional (hcp) meter and provided the customer 220ml of 10 % glucose infusion for treatment. A post-treatment glucose result of 10 mmol/l was obtained on the hcp meter. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint regarding a scan of hi ( greater than 27.7 mmol/l) while wearing the adc device. Reportedly on 21jul2022, the customer "sprayed" and then experienced feeling unwell, and experienced symptoms of hypoglycemia with cold sweats, "visibility problems", and a seizure. Emergency services arrived and a glucose test of 2.1 mmol/l was obtained on the healthcare professional (hcp) meter and provided the customer 220ml of 10 % glucose infusion for treatment. A post-treatment glucose result of 10 mmol/l was obtained on the hcp meter. No further information was provided. There was no report of death or permanent injury associated with this event.